Event description:
It was reported to medtronic minimed that the customer experienced a crack on the back of the pump. The customer reported no adverse event. The event involved product(s) pump mmt-1812. Troubleshooting was performed and confirmed the damage. No harm requiring medical intervention was reported. Product return was requested for mmt-1812 and customer response was the pump mmt-1812 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit came in with critical pump error alarm (open book). Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the following tests displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test due to critical pump error (open book image). Unit was successfully downloaded using thump. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using adapt tool it recorded pump error 55. Pump error 55 (file number = 39 and line number = 645) fatal error was triggered on (B)(6) 2024 at 12:55:24.000. Pump was cut open to perform visual inspection and found no damage on electronic assemblies. Cosmetic damage confirmed with cracked keypad overlay, stained keypad overlay, scratched case, cracked case-corner of belt clip rails and label damage (faded). In conclusion, customer concern for cosmetic damage confirmed where cracked case corner of belt clip rails was noted. Critical pump error (open book image) was confirmed due to pump error 55. Pump error 55 was confirmed generated on main mcu since the factory parameters crc was not valid- suspecting the hw as per global logic analysis. Problem isolated to electronic assemblies. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.